Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c190, serial/lot #: (B)(6), ubd: 16-nov-2020, UDI#:(B) (4); product ID: 977c290, serial/lot #: (B)(6), ubd: 11-jan-2023, UDI#:(B) (4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) it was reported that their lower back ins is being replaced in august by their healthcare provider (hcp). Patient stated the wires were not positioned correctly and they were not getting benefit out of the ins on the left side. Agent asked and patient stated they feel stimulation on their left side and not the right side. When asked for event date, patient stated the issue began since implant. Patient noted they met with the manufacturer representative (rep) before for adjustments but has not felt stimulation on the right side. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID: 97715, serial# (B)(6), implanted: (B)(6) 2019, product type: implantable neurostim ulator product ID: 977c190, serial# (B)(6), implanted: (B)(6) 2019, product type lead product ID: 977c290, serial# (B)(6), implanted: (B)(6) 2020, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that the cause of the wires not being placed correctly was possibly scar tissue from the first stimulator. The patient stated they would be getting the system replaced on (B)(6) 2025 to resolve the issue. The patient explained that they met with their doctor to discuss an MRI they had done on (B)(6) 2024 and the doctor thought that the wires were too far to the left of the spine and were possibly placed there because of scar tissue from the first stimulator.